Event description:
The customer stated that her glucose was tested using her contour meter and a lab test. The contour read 154 mg/dl, while the lab test read 54 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips meter are to be returned for evaluation. Replacement test strips were sent to the customer.